Event description:
Boston scientific crm received information that this patient had experienced a cardiac perforation. This lead exhibited loss of capture, low r wave measurements as well as diaphragmatic stimulation. Chest pain was noted as well as a small apical effusion. When the lead was being explanted insulation damage was noted. The lead was explanted and successfully replaced. To date, there have been no additional adverse patient effects reported.